Manufacturer narrative:
D2 lox catheters, transluminal coronary angioplasty, d4 maverick 15 / 2.0. G5. P860019/s179. The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.

Event description:
It was reported that in preparation for a pci procedure, the physician noticed a piece of hair stuck to the hoop of the maverick2 monorail catheter packaging. This occurred during preparation, and "it was unk whether a hair was in a package from the beginning". The procedure was completed with a different device, and patient status was reported as 'good'.